Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failure and user tried to reboot but unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was unable to recover. The field service engineer (fse) replaced the inseparable latch on auxiliary drawer 6 and noted that a magnet was missing. The fse also checked several other stations that had experienced failures but was able to recover them. The drawer was tested using the hardware testing application and functioned properly. The system functioned as intended after the field service engineer repaired the device.